Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 05-jun-2018 arjo received a customer complaint involving minuet 2 medical bed. Following the information provided the bed was moving in a different direction than commanded to. The bed was tilting even though the handset button responsible for the adjustment of mattress height was activated. There was no patient lying on the bed at the time the malfunction was found. There was no injury nor other medical consequence reported. The device in question has not been service before due to any bed failure. The last preventive maintenance was conducted on 21-nov-2107 and the bed is under arjo preventive maintenance warranty until september 2018. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to conduct the bed's inspection with regards to the alleged issue. Upon the arrival, the technician synchronized high/low actuators but the bed was still tilting. Then the technician replaced the handset, after faulty part replacement the bed started working as per manufacturer's specification. According to the information provided by arjo technician neither the handset nor its cable had any visible damages. It needs to be emphasized that all manufactured minuet 2 are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The product instruction for use (e.g. 746-574-UK-1) contains all crucial information which should be followed to ensure patient safety e.g.: weekly "check patient handset and cable"- action to be done by caregiver/user. Yearly "carry out a full test of all electrical bed positioning functions (backrest, height, etc.)"- the procedure must be carried out by suitably trained and qualified personnel. Failure to do so may result in injury or an unsafe product. In summary, although there was no injury sustained the complaint was decided to be reportable to competent authority due to the allegation of bed moving in a different direction than commanded to. The device was not being used for patient care at the time the symptom was identified. Upon the conducted investigation and bed's inspection done by the arjo representative we found that faulty handset was responsible for uncommanded device movement occurrence. At the time of malfunction the device did not work up to manufacturer's specification.

Event description:
On (B)(6) 2018 arjo received a customer complaint involving minuet 2 medical bed. Following the information provided the bed was moving in different direction than commanded to. The bed was tilting even though the handset button responsible for the adjustment of mattress height was activated. There was no patient lying on the bed at the time the malfunction was found. There was no injury nor other medical consequence reported.